Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer's representative (rep) that a couple weeks ago when they u sed the group adjust the amplitudes didn't increase at the same rate, which was different than before. The consumer had two leads and wanted to adjust both leads at the same time, but only one lead adjusted. The rep. Checked the device and both leads were programmed to be adjusted. The consumer stated they could adjust both leads manually, but if they needed to adjust them both at the same time quickly they couldn't programming was reset, but it didn't resolve the issue, so the rep. Thought they needed a new patient programmer (pp), but it was reviewed with the rep. Another pp would have the same functionality. It was further reviewed with the rep. That if the resolution of the amplitudes in each program was different than this would explain the situation, and the resolution couldn't change on its' own without being programmed in that matter. The rep. Was going to follow-up with the consumer to check on this. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.